Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Investigation found that the battery cap threads were stripped and unable to secure properly on to the pump. The battery compartment was undamaged with no evidence of moisture intrusion. The pump failed a leak test and was opened to further investigate. Moisture corrosion was found on all internal surfaces.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap w/moisture) issue. Reportedly, the battery cap was damaged and there was evidence of moisture corrosion in the pump. The reporter stated that there was no damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.